Manufacturer narrative:
The device was received with no button response due to flattened act keypad dome. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unable to verify audio/vibrate anomaly/absence of alarm or alarm due to keypad anomaly. No unexpected constant tone anomaly noted. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm from the insulin pump. There was a constant tone from the insulin pump. The buttons were also not working. The customer's blood glucose level was 203 mg/dl. The alarm occurred during after a pump rest. The customer was advised to insert a fresh battery but the insulin pump did not return to normal function. The customer was advised that the device would be replaced and agreed to return the product for analysis.